Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device had a black screen during operation when switching from CPAP to bipap. The device was replaced immediately by the user. No patient injury was reported.

Manufacturer narrative:
The logbook of the affected device was examined for the reported event. Based on the analysis of the logbook, a "device error (14)" alarm was confirmed. The alarm was caused by a temporarily disturbed internal hdbaset communication between the ecd and the ventilator. This symptom is characteristic of a temporary interruption of the electromechanical contact between the system cable and the pba syscon ecd or a faulty system cable. In this error mode, the display functions may be impaired or the screen may be completely black. The device was repaired by checking and adjusting the connector and replacing the system cable. In the event of an internal error of the display unit (ecd) and a disturbed internal hdbaset communication between the ventilator and the ecd, the alarm message "device error (14)" is triggered. The display functions and the operability of the ecd may be impaired in the event of an active alarm event "device error (14)" depending on the technical cause. If the internal hdbaset communication fails completely, the ventilator's secondary alarm (piezo loudspeaker) sounds. Safety-relevant parameters such as fio2, minute volume and airway pressure are shown on the additional oled display, on which the user can observe the ongoing ventilation. In this case, the device behaved as specified for the error. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device had a black screen during operation when switching from CPAP to bipap. The device was replaced immediately by the user. No patient injury was reported.